Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, opening on anterior and crease fold. Leak test and microscopic analysis was performed which identified, crease smooth opening on anterior, striated opening on posterior, non-penetrating nicks and white particles inner the device. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: striated opening assessed, as surgical damage. Crease smooth opening on anterior assessed, as fold flaw opening.

Event description:
Healthcare professional reported, left side deflation. Device has been explanted and replaced.